Manufacturer narrative:
The events of small nodule and new lump are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional who is treating the patient¿s symptoms further noted the abscess resolved approximately 10 weeks after injection. It was also noted the patient still had a "small nodule" as well as a "new lump" in the nasolabial fold area. Treating healthcare professional recommended the patient contact the original injector and potentially see an allergist.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, "little pellet," abscess, infection, "cystic mass," "big boil," "very red," and "does not seem to be healing at all" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. ¿ the onset of nodules generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. ¿ the onset of infection generally varied from immediate to 1 month post injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. ¿ the onset of inflammation generally varied from the day of treatment to 1 day post injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Patient reported after injection in the "lines between the nose and mouth" and "lower jaw line area" with 1 syringe of "juvéderm® xc," they had initial swelling at the injection area. Patient also stated they developed "a little pellet" at the same area they were injected. Patient confirmed the "little pellet" is still there. Patient takes allergy shots concomitantly. It was noted an abscess and infection were not at the injection sites for an injection of juvéderm® ultra xc (in the lines between the nose and mouth) which took place 2 weeks after this reported injection, but ¿adjacent to injection site on left jaw.¿ etiology of these symptoms were noted as ¿cystic mass to left jawline¿ from a previous juvéderm® injection, likely for this event as the affected areas are in the lower jaw. Patient also reported having a "big boil." Ten days after the second injection, the patient visited the ER and was prescribed clindamycin by the ER doctor. A few days after the ER visit, the patient was examined and the boil "was drained." Patient was additionally prescribed doxycycline, medrol dose pack, and keflex 500mg." Patient had diagnostic testing done which showed negative results for any bacteria. Patient stated the affected areas "are still very red" and it "does not seem to be healing at all;" treatment was given to prevent permanent damage. It was noted patient has a history of acne. Patient was treated with a second round of medrol dose pack and keflex. Symptoms have not resolved; patient was advised to consult with a dermatologist. This is the same event and the same patient reported under MDR ID #3005113652-2017-00738 (allergan complaint (B)(4)). This MDR is being submitted for "juvéderm® xc."